Manufacturer narrative:
This rv lead was discarded at the hospital, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a loss of capture (loc) during a follow-up procedure. There was no capture even at maximum output, with good sensing, and pacing impedance within range. It was noted there was no asystole, since the pacing is 0%, with 30 beats/minute backup rate programmed. An x-ray showed this rv lead was dislodged compared to the implant location. The decision was made to explant this rv lead, and implant an active fixation lead. All measurements were stable and within normal range. A save to disk was sent to boston scientific for laboratory analysis. There were no adverse patient effects reported.